Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported having unexplained high blood glucose (bg) readings. She alleged that possibly the pump was not delivering insulin properly. The patient did not provide any specific bg readings. She also did not report any symptoms or medical intervention. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not delivery insulin accurately. However, at this time, it is unknown if there was truly an insulin delivery issue considering no troubleshooting has been completed. Also, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.